Event description:
During pt transfer onto treatment couch, the med-tec carbon filter insert tilted up and slid off the treatment couch. This created an opening through which the pt started falling. Four therapists kept the pt from falling to the floor.